Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that therapy stopped due to a power on reset (por). The patient could not get the ins to start at the time the por was seen. The patient stopped feeling stimulation and the patient saw a por on the patient programmer. The caller stated they were unable to turn on the ins on due to seeing por. The por was an info por and the patient was able to successfully clear it. The patient stated poor communication kept coming up on the patient programmer throughout troubleshooting. The caller was able to connect with and without the patient programmer antenna. The caller mentioned the antenna and programmer were not over the ins at times. The caller was able to get a por message again. While attempting to set the time, the caller said poor communication came up on the screen again. The caller stated the programmer screen wouldn¿t turn off and poor communication was stuck on the patient programmer screen. The caller then said they were able to get to the settings screen using the stimulation off button on the patient programmer. The caller was able to successfully sync using the programmer antenna. The caller said that the programmer showed stimulation was off, the patient was on group c, and the caller sees the settings the patient was programmed to. The caller was able to successfully turn stimulation on and saw an a in the upper corner indicating adaptive stimulation. The caller was able to successfully clear the por, the patient was feeling stimulation, and the ins was working now. The caller called the healthcare provider (hcp) to make an appointment to meet with a manufacturer¿s representative (rep). Troubleshooting resolved the reported issue. No further complications were reported.